Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was looking for an orthopedic surgeon to insert a new battery pack for their scs system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.